Manufacturer narrative:
(B)(4). The manufacturing record review was performed. There were no non conformances with respect to the final product release process and the manufacturing process. There are no associated nonconformity reports or deviations. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was not clear and that a ring was found on the iol lens. The post operation visual acuity (va) of this patient is 1.0. Currently there is no complaint from the patient. The patient will be having a one month post operative appointment. Diamox and nevanac was prescribed for the patient. No further information was provided.

Manufacturer narrative:
The doctor suggested that an intraocular lens explant is not necessary for the patient. Implant date: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
The doctor suggested that an intraocular lens explant is not necessary for the patient.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.